Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, it was noted the proximal end struts of the taxus stent appeared to be frayed. The stent delivery system was being used to dilate an existing stent in an unknown artery. Following withdrawal of the stent delivery system through the guide catheter, the struts were noted to be frayed. No patient injury or complications were reported. No additional information is available.